Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high threshold values even after the position had been changed repeatedly. The physician had noted that the lead helix would not rotate. The physician used a different lead. The operation was successfully completed, and the patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.